Manufacturer narrative:
Additional information received on (B)(6) 2016 and includes: the patient underwent an additional surgery on (B)(6) 2016, all implants were kept in place and a cable-plate for periprosthetic fractures was placed laterally for reinforcement.

Manufacturer narrative:
Additional information received on 30 november 2016 and includes: the patient had poor bone quality per the surgeon. On 16 december 2016 the medical affairs director performed a clinical evaluation and commented as follows: an intraoperative femoral fracture was cabled and the planned tha carried out, but after the operation the femur fractured again. Intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. Also, in this case the surgeon reports poor bone quality, a condition that obviously facilitates fractures. Batch review performed on 27 december 2016. Lot 157871: (B)(4) items manufactured and released on 04 may 2016. Expiration date: 2021-04-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not yet explanted.

Event description:
During surgery (right hip surgery) when the surgeon was inserting the final stem (size 4) the femur fractured. The surgeon cabled the femur to stabilize the fracture. The post-operative x-rays showed a re-fracture. The surgeon plans to revise the hip.